Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and arranged for a replacement pump to be sent to the customer. The customer was advised to use a backup insulin pump and instructed on how to return the malfunctioning pump. All instructions were understood and acknowledged by the customer.